Event description:
Pt is a (B)(6) white male living at home with his son with a primary diagnosis of liver ca. Pt is on o2 @ 2l/nc prn. Per report from fire inspector from the son, the pt went unattended and unannounced into his bathroom to light a cigarette. The pt had not removed the cannula prior to lighting a cigarette when the tubing near the mouth caught fire and the pt subsequently stopped breathing due to the flames and expired as 911 arrived @ 20:30. O2 signs were in the home and room. Pt and son were previously educated regarding o2 precautions/safety and not to smoke while using oxygen. Educations documented in pt's chart.